Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01134. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a kidney arteriovenous malformation (avm) using ruby coils. During the procedure, while attempting to get the initial ruby coil (lot #f67052) to form, the physician gripped the ruby coil pusher assembly too hard and consequently, the pusher assembly became kinked. Therefore, the ruby coil was removed. After that, the physician was able to deploy and detach a pod8 coil and a ruby coil into the target vessel using the px slim delivery microcatheter (px slim). While attempting to advance a new ruby coil (lot #f68024) through the same px slim, the physician experienced resistance and subsequently, the coil became stuck. Therefore, the physician decided to remove the coil. However, while the ruby coil was being retracted, it unintentionally detached inside the px slim. The physician was able to flush the ruby coil out of the px slim and into the target vessel. The procedure was then completed using the same px slim and three additional non-penumbra coils. There was no report of an adverse effect to the patient.